Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy (prophylactic with implant reconstruction) procedure, the force bipolar instrument jaws detached from the wrist. The staff was unable to manually open the instrument's jaws. In addition, the customer was also unable to open the instrument's jaws using the instrument release kit (irk). The surrounding adipose tissue had to be dissected to free the instrument and be removed along with the cannula. However, this tissue was planned to be removed as part of the procedure. Once removed, the dislodged portion had to be forced apart to separate the cannula and instrument. Bleeding was not observed and there were no adverse effects of the tissue being grasped. There was no indication that the instrument collided internally. The procedure was completed with no reported fragment falling into the patient. The issue caused a delay in the procedure of less than 15 minutes.